Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced a low glucose episode to 39 mg/dl after announcing a meal as ¿less than¿ despite eating a low-carbohydrate steak and salad, and later treated the low with approximately 15 grams of fast-acting carbohydrates (apple juice and glucose tablets), returning to range without assistance or hospitalization. Symptoms included hypoglycemia, though the user reported no typical low symptoms at the nadir and did not confirm with a fingerstick. Outcomes included a minor injury of hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem involving announcing incorrect meal sizes, and the device was not found to be defective. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.